Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Pump supplies were changed and insulin delivery was resumed. Blood glucose was 267 mg/dl. As tandem technical support was not contacted at the time of the event, a cause could not be determined.